Event description:
The customer was called and reported that insulin was not being delivered from the insulin pump. Customer stated she was putting in blood glucose and programming a bolus, but blood glucose would not come down. Customer stated she had to add a tenth of a unit for it to register. Customer would not give further clarification but stated blood glucose was above 200 mg/dl, and she treated with insulin pump, manual injection, or both. Customer also stated cannulas would bend and her blood glucose went into the 500 to 600 mg/dl range when this would occur. Customer reportedly already received replacement infusion sets for these instances. The customer declined to be transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.